Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels for a week. Customer's blood glucose level was 70 mg/dl. Customer had treated with glucose tablets. Customer stated that she had taken a half bottle of glucose tablets. Customer's blood glucose levels were as low as 35 mg/dl. Customer stated that she will see her doctor on monday morning. Customer does not want to troubleshoot the pump. No further assistance needed.